Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus for evaluation. It was confirmed with factory-owned sample that the load during attaching to the scope alone would not break the subject device if it was the correct mounting method. The manufacturing record was not confirmed because the lot number was unknown, but no manufacturing problems have been reported so far. The exact cause of the reported event could not be conclusively determined. Consideration was as follows. It was unlikely that the rear end of the tip cover was cracked only by the load when attached to the scope. It was likely that it was cracked by the following external factors. - chemical damage due to adhesion of anti-fogging agents on the lens. - durability was reduced by adding a load during storage, and it was easy to break even with friction in the body cavity or attachment to the scope. According to the provided information, anti-fogging agents was not used, so it might have been damaged due to the latter cause.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation, a1, d10, g2 and h6. A1, d10, g2, h6: information added to these fields that was inadvertently not included on the initial medwatch. -reconfirmation of complaint failure. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the (B)(4) plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412). -investigation results of product specifications. Quality evaluations of production prototypes have verified that the distal cover will not be damaged by the load when attached to the scope if it is attached correctly according to the instruction manual. -sampling inspection results at the parts manufacturer. The parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Olympus confirmed the following additional information: we confirmed from the information provided that no anti-fog agents were used. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: -chemical damage due to adhesion of anti-fog agent to the lens. -durability decreased due to load that crushed the cover during storage. As a result, it was easy to break due to the load when the scope was attached and the friction inside the body cavity. However, according to the information provided, no anti-fog agent was used, so it is highly likely that the damage was due to the second cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that after the endoscopic retrograde cholangiopancreatography and removing the subject device from tjf-q290v, it was found that the rear end side of the subject device was cracked. There was no tissue attached to the subject device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.